Event description:
The hcp reported that the patient's enterra device was removed due to peritonitis. Further information is being requested from the hcp.

Manufacturer narrative:
Final device analysis revealed no anomalies.